Event description:
It was reported that while unpacking a package of five (B)(4) htf 145cm guide wires, the internal packaging of each of the 5 individual guide wires were noted to be sliced, with sterility compromised, and each of the five guide wires were noted to be kinked in the packaging. There was no patient involvement and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional (B)(4) guide wires are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kinks were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction: catalog #. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.